Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Customer consumed carbohydrates to address bg. Callers bg glucose came up to normal range on continuous glucose monitoring (cgm) and bg meter. No further troubleshooting needed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.